Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient had an unspecified infection, and their lead eroded throughout the pocket. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147582.